Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug release button of a 7f exoseal vascular closure device (vcd) could not be pressed. The device was then removed, and hemostasis was achieved by manual compression with a pressure device. No other adverse events occurred. There was no reported patient injury. The user attempted routine hemostasis at the puncture site using a cordis closure device. After standardized operation and once the indicator window turned black/black, the plug release button could not be pressed. Despite multiple attempts, the button remained unresponsive. After removal, to inspect the closure device, different personnel attempted to press the button, and it was only after several attempts by different individuals that the button was forcefully pressed down. An 8f non-cordis sheath was used. The procedure was an emergency cerebrovascular surgery. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 8f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed with full lever depression. The exact cause of the reported issue could not be determined, especially since the condition of the device returned does not match the event reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug release button of a 7f exoseal vascular closure device (vcd) could not be pressed. The device was then removed, and hemostasis was achieved by manual compression with a pressure device. No other adverse events occurred. There was no reported patient injury. The user attempted routine hemostasis at the puncture site using a cordis closure device. After standardized operation and once the indicator window turned black/black, the plug release button could not be pressed. Despite multiple attempts, the button remained unresponsive. After removal, to inspect the closure device, different personnel attempted to press the button, and it was only after several attempts by different individuals that the button was forcefully pressed down. An 8f non-cordis sheath was used. The procedure was an emergency cerebrovascular surgery. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.